Event description:
The customer biomedical engineer (biomed) reported there was no sound coming from the speakers at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.